Event description:
"The automatic correction bolus went off even though it was not supposed to. My sleep schedule is from 9pm to 8 am monday to sunday. While in control iq this automatic feature is supposed to be off. Quite honestly I was in the 50 it took my husband 45 minutes to wake me up due to the gabapentin, lorazepam, topiramate, montelukast. And if I had a cyclobenzaprine that night I was a hard wake up because my hips and shoulders both have bone spurs and the sciatica is also a nerve pain I don't wish on anyone. But being 50 and needing my husband's help to walk because I was shaking so much from the low and the fact I was having trouble communicating is a problem for me. It's a problem for everyone using the tandem and control iq. Because to turn off the automatic correction bolus I would need to turn off the control iq. My physician does not want that, dr (B)(6). 1) to not give the user a choice in whether they want the autocorrect bolus to deliver is not good medical advice. 2) to not give a choice but to turn off control iq the whole reason for purchasing the expensive piece of equipment is ridiculous and stupid. I might as well go back to shots. 3) to not listen to a pumper who was here from the start of insulin pump in the us is ignorance and not taking the knowledge of an rf electrical engineer. Reference report: mw5147888".

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.